Event description:
Male patient, age 7, uses dexcom g7 for type 1 diabetes. Receiver read "brief sensor issue" and then failed. This sensor is designed to last for 10 days, but only lasted 4 days before this event.